Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- two cracks were observed on the front corners of the seat. The first crack measured about 4 inches long. The second crack measured about 2 1/2 inches long. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the cracks present in the toilet seat. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Consumer states the seat has cracked towards the front; have taped it with tape.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states the seat has cracked towards the front; have taped it with tape.